Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no unusual events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was provided pump reset instructions, and successfully reset pump without recurrence of the malfunction, and customer was advised to continue using pump and to call back if issue returned.